Manufacturer narrative:
Voluntary medwatch report received: mw5164685.

Event description:
Voluntary medwatch received states the patient's atrial lead exhibited undersensing episodes. No intervention was performed. There were no patient consequences.